Event description:
Ous MDR. After an implantation period of approximately 50 months two episodes of vf of oversensing of noise were reported. A revision was performed and the lead was capped and replaced.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available impedance trend curve demonstrated a stable varying pacing impedance around 500 ohms between (B)(6) 2016 and (B)(6)2017. Furthermore the svc as well as the rv coil continuity showed simultaneous decreases from 400 ohms down to 200 ohms. The provided iegms showed noise on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.